Manufacturer narrative:
Updated h3. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was not reproduced. The likely cause could be a difference in perception of device handling and reprocessing procedures between the olympus recommendations and the relevant facility. However, a definitive root cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): IFU warns the inappropriate reprocessing by stating, ¿insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.¿ a review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The scope was reprocessed with one of the following endoscope reprocessors: oer-6 s/n: (B)(6), oer-6 s/n: (B)(6), oer-6 s/n: (B)(6). This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that the colonovideoscope was incorrectly reprocessed. The scope was processed with an endoscope reprocessor that did not have concentration checks conducted after every use. The customer did not discharge wastewater into the drainage, but neutralized it prior to disposing of it. There were no reports of patient harm.